Event description:
An operating room materials mgr reported that two system messages displayed after the incision was created for a cataract with intraocular lens implant procedure. The procedure was able to be completed that evening with the same system, after the repair was completed. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and verified the reported system message [fms (fluid management system) interface failure: invalid fms ID]. The company rep replaced the fluidics mechanism assembly to address the issue. The system was then tested and met product specifications. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 related report for this system. The root cause could not be determined. (B)(4).